Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that on (B)(6) 2015, an unspecified xience xpedition stent was unable to implant in the proximal left anterior descending (lad) coronary artery lesion due to balloon inflation issues. The device was removed without reported issue and rotational atherectomy was performed in the proximal lad. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.